Event description:
Customer reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The caller was instructed to remove the pump from its case and clean the pneumatic area. After following these instructions, the customer successfully loaded a new cartridge and resumed insulin use.